Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for evaluation and the customer's reported allegation was confirmed. The error code b30, displayed in the image, was found during the inspection. The defect was caused by the defective charged coupled device (ccd), caused by squeezed connecting tube and its internal elements. Based on the results of the investigation, it is likely the following led to the malfunction: during device handling by the user, physical stress was applied to the insertion section while the user was handling the subject device. As a result, the image sensor unit was damaged, and an error message was displayed. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope image would cut out and give error message e216 and b30 for scope communication error. The issue was found during a therapeutic bronchoscopy procedure. The procedure was extended by 10 minutes and was completed with a similar device. There were no reports of patient harm.